Event description:
My husband accidentally took one of the polident cleansers [accidental device ingestion] case description: on (B)(6) 2024 a spontaneous case was reported in united states of america by a consumer or other non-health professional via (phone) call center representative. The report concerns a male consumer. The consumer received polident (napc+potm+taed tablet) lot number was asked but unknown and expiry date was unknown for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident, the consumer experienced a medically significant my husband accidentally took one of the polident cleansers (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. No medical history was reported. No drug history was reported. The action taken were: for polident was unknown. The rechallenge was unknown and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable). The reporter causality of the event accidental device ingestion with respect to suspect product polident was not reported / not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Case product: polident device MFR number: the reporter provided the following comment: "my husband accidentally took one of the polident cleansers and it said to contact you".

Manufacturer narrative:
Veeva case: (B)(4).